Manufacturer narrative:
Other than this medwatch report, there is no serial number, related defect photo or other related information available for us to conduct the further analysis. We have contacted with the distributor for further information.

Event description:
Dealer states the pronto 31 chair veers to the right and left. The chair is jerky when they try to straighten it out. Tech service advised it could be bad motor or joystick. Dealer was going to take the chair for test drive and call back later. Dealer hung up before being transferred to complaint team. No additional information available.